Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failiure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The 90% stenotic lesion was located in the calcified and extremely tortuous mid left anterior descending (lad) coronary artery. The lesion was predilated and a 28mm x 4.0mm liberte' stent was deployed in the distal section of the mid lad. The 12mm x 4.00mm liberte' stent. It was further reported that the stent "stuck on the first liberte' proximal edge". Upon withdrawal, the strut of the 12mm x 4.00mm liberte' stent was "lifted up". The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "fine".